Event description:
It was reported that the pt expired in 2008, same day of implant duration due to unk reasons. It is unk if death was device related. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.